Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported during a surgical procedure performed by medical staff on a patient using a resectoscope and its accessories, it was observed that while the active electrode of the resection loop was engaged in cutting, the passive electrode also engaged in cutting, which resulted in damage to the uterine wall. Due to the damage to the uterine wall this case is deemed reportable.